Manufacturer narrative:
This correction report is being filed to include updates to the bsc aware date field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave and t-wave oversensing associated with low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause of the reported observations was attributed to a sense b node issue. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave and t-wave oversensing associated with low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause of the reported observations was attributed to a sense b node issue. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave and t-wave oversensing associated with low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause of the reported observations was attributed to a sense b node issue. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p-wave and t-wave oversensing associated with low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause of the reported observations was attributed to a sense b node issue. This device was explanted and returned for analysis. No additional adverse patient effects were reported.